Event description:
It is reported that upon opening the box it was noted that the rotational tabs were missing from the liner. A new device was opened and implanted.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.